Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, it was initially reported that the pt experienced withdrawal. Later, on (B)(6) 2011, add'l info indicated that a dye study was performed that found a fibrous sheath formed near the catheter tip. It was determined that the "fibrosis" was preventing proper/adequate delivery of drug. The catheter was revised on (B)(6) 2011. The pt was currently doing well, and was receiving effective therapy. The drug infused via the device was lioresal 2000mcg/ml at 1500 mcg/day.